Manufacturer narrative:
Sample analysis: the v-grip detachment controller used during this incident was returned for evaluation. The (complaint device) delivery pusher was not returned as it was discarded by the user. The v-grip detachment controller was visually inspected for housing damage or fluid residual. The device appeared normal in specification. The device was tested for output voltage and output time. The device passed the output specification. The light and audio sequence were normal. The device was used to detach an embolization coil on the bench. The device detached the coil on the first attempt without difficulty. No abnormalities were identified with this device. The root cause of this complaint cannot be determined as the delivery pusher was not returned for evaluation.

Event description:
It was reported that during embolization an aneurysm, the coil did not detach. An attempt was made to clean the proximal end of the delivery pusher. While doing so, the coil detached from the delivery pusher. The coil was partially within the microcatheter and partially within the artery. Upon removing the microcatheter, the coil moved into a collateral vessel and blocked it. Due to the location of the coil, no retrieval was attempted. There was no clinical sequelae.